Event description:
Additional information was received that the aortic insufficiency was severe. It was reported that on (B)(6) 2026, the patient died. The cause of death was reported as heart failure. The physician does not believe that the medtronic product caused or contributed to this death. The heart valve will not be explanted from the patient. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Sections updated: b.2 b.5 h.1 h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 13 years and 7 months post implant of this 25 mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as aortic insufficiency. It was reported that an intervention was required. No additional adverse patient effects were reported.